Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011 and met specifications and patient was placed on the bed. On (B)(4) 2011, the kci service consultant evaluated the tube, line and ventilator management system which was in place and secured as designed. The bed was then tested for multiple hours on both prone and supine position and no malfunctions were observed. The bed functioned as designed. According to rotoprone therapy system device label which is on the tube line management system assembly, states "ensure all tube and lines have enough slack for rotation and patient movement to prevent inadvertent extubation or line removal." Device labeling, available in print and online, states: tube and line management: prior to activating rotation, assess the security of all invasive lines and tubes to accommodate a full 360 degrees of rotation and minimize the risk of binding, disconnecting or dislodging. Tubes and lines should always have slack for rotation and patient movement. Tubes and lines must always be routed through and kept within either top frame hoop or the circular opening in the frame at the foot-end of the unit, just beneath the main display panel. Do not hang or tie any equipment or lines on sides of patient support frame.

Event description:
The following information was reported to kci by the physician and the nurse: on (B)(6)2011, the patient had facial edema and excessive oral secretions. The endotracheal tube was loose. The patient was supine and the nurse was attempting to prone the patient on rotoprone therapy system. The nurse started to turn the bed toward the ventilator. It was reported that when the bed started to rotate to the prone position the tape that was holding the endotracheal tube came off and dislodged the endotracheal tube. The doctor then performed a surgical tracheotomy at the bedside. Additional information received on (B)(6) 2011, the nurse caring for the patient reported that the tube management system on the rotoprone therapy system was in place and the bed was working properly. When the nurse attempted to rotate the patient to prone the tubing became caught within the cushions at the face pack. It was reported that this may have contributed to the endotracheal tube becoming dislodged.